Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) level of 500-600 mg/dl. A correction bolus and manual injection were given to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.